Event description:
There was an allegation of questionable troponin t hs stat elecsys results for one patient from the cobas e411 rack analyzer. The initial result was 50.19 pg/ml with a data flag. The repeat results were 36.39 pg/ml with a data flag and 36.55 pg/ml with a data flag. The questionable results were not reported outside of the laboratory. The reagent lot number was 566611. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
As the customer was unable to provide further information, the cause of the event could not be determined. The investigation did not identify a product problem. The provided calibration data was acceptable.